Event description:
It was initially reported that the patient was referred for generator replacement due to generator end of service. However during surgery on (B)(6) 2013, a generator and lead revision was performed due to high lead impedance with dcdc=7, indicating high impedance. The explanted products were returned to the manufacturer; however, product analysis has not been completed to date. The return product form indicated the reason for replacement as prophylactic generator replacement and due to lead discontinuity. Follow-up with the referring physician¿s office revealed that high impedance was observed on (B)(6) 2013 with a message that read "prior current not being delivered". However, it was indicated that dcdc=7 was not observed on systems diagnostics. The device was turned off on (B)(6) 2013. No patient manipulation or trauma occurred that is believed to have caused or contributed to the high impedance, and the patient did not exhibit any clinical symptoms that may have been associated with the high impedance. No additional information was provided. Attempts for additional information from the surgeon's office have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that all quality tests were passed on the generator and lead prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
The pulse generator performed according to functional specifications in the product analysis lab. There were no performance or any other type of adverse conditions found with the pulse generator. The device was not at end of service. Analysis of the lead was also completed. Note that the electrodes were not returned for analysis, but a significant portion of the lead was returned; therefore, a complete evaluation could not be performed on the entire lead product. What appeared to be white deposits were observed the connector boot. Eds (energy dispersion spectroscopy - provides chemical or element identity/composition analysis) was performed and identified the deposit as containing silicon, phosphorus, zirconium and calcium. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portions were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest a discontinuity in the returned portions of the device which may have contributed to the allegation of high impedance. Attempts for additional information from the treating physician regarding whether high impedance was observed on normal mode or system diagnostics have been unsuccessful to date. It was previously reported by the physician that high impedance was not observed on system diagnostics, but the question may have been misinterpreted so further follow-up was performed. High impedance on systems diagnostic indicates the vns system would not be functioning properly.